Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Result of investigation: the vyaire failure analysis group received the suspect device for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "inop" alarm on the event trace log. At this time, the reported event was not confirmed however. Therefore, no component root cause can be determined, the findings do not lead to a clear conclusion about the cause of the reported event. As a precautionary measure the main board was replaced on this device with part number 12031-001 serialized with (B)(4).

Event description:
The customer reported intermittent led's flashing with a continuous audible alarm during pre-use setup of this ventilator device. The customer stated no patient involvement with this event.